Event description:
It was reported that during a cryo ablation procedure, the balloon catheter was unable to completely isolate the pulmonary vein potential. The balloon catheter was replaced which resolved the issue. The case was completed with cryo.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 20036 was returned and analyzed. Visual inspection of the balloon segment showed the balloon was bent. Visual inspection of the shaft segment showed a fold/pinch approximately 2.86 inches from the tip. X-ray inspection and verification showed the guide wire lumen was kinked inside the balloon segment. Review of the smart chip data indicated the catheter was used for 25 applications on the event date. The catheter was recognized and passed electrical integrity and performance testing. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated; no performance issues were identified. The pressure and flow were in range and the temperature curve had no oscillation or overshoot. Pressure testing and dissection of the shaft segment showed a guide wire lumen kink/twist at 0.97 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the balloon catheter did not pass the returned product inspection due to a kink/twist observed on the guide wire lumen and the shaft was folded and damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.